Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. A calibration result printout was provided but only showed limited details regarding the calibration itself. The provided qc was within the assigned ranges before the event. The alarm trace hinted at indicators of possible poor sample quality. The field service engineer (fse) found an issue with the rinse mechanism tubing. He replaced the tubing for all 3 rinse mechanisms, adjusted the sample probes, the reagent probe, and the fluidic dispense levels for the reaction cells, and performed checks. The fse did a hardware check and the instrument was performing within specifications. The customer performed qc and it was successful. The service actions performed by the fse resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The c702 module serial number was (B)(6). The alarm trace showed multiple abnormal aspiration (sample probe) alarms and a sample clot detection alarm. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 16 patients' serum samples tested with creatinine (creaj2) assay on a cobas 8000 c702 analyzer when compared to a different cobas 8000 c702 analyzer. Sample 1 (patient 1): initial result: 1.61 mg/dl. Repeat result: 1.03 mg/dl. Sample 2 (patient 2): initial result: 1.41 mg/dl. Repeat result: 0.91 mg/dl. Sample 3 (patient 3): initial result: 9.2 mg/dl. Repeat result: 0.75 mg/dl. Sample 4 (patient 4): initial result: 1.50 mg/dl. Repeat result: 1.15 mg/dl. Sample 5 (patient 5): initial result: 1.21 mg/dl. Repeat result: 0.94 mg/dl. Sample 6 (patient 6): initial result: 1.17 mg/dl. Repeat result: 0.95 mg/dl. Sample 7 (patient 7): initial result: 1.29 mg/dl. Repeat result: 1.06 mg/dl. Sample 8 (patient 8): initial result: 1.45 mg/dl. Repeat result: 0.76 mg/dl. Sample 9 (patient 9): initial result: 1.03 mg/dl. Repeat result: 0.82 mg/dl. Sample 10 (patient 10): initial result: 1.36 mg/dl. Repeat result: 1.08 mg/dl. Sample 11 (patient 11): initial result: 1.34 mg/dl. Repeat result: 1.05 mg/dl. Sample 12 (patient 12): initial result: 1.24 mg/dl. Repeat result: 1.0 mg/dl. Sample 13 (patient 13): initial result: 1.22 mg/dl. Repeat result: 0.97 mg/dl. Sample 14 (patient 14): initial result: 1.58 mg/dl. Repeat result: 1.0 mg/dl. Sample 15 (patient 15): initial result: 1.15 mg/dl. Repeat result: 0.90 mg/dl. Sample 16 (patient 16): initial result: 1.22 mg/dl. Repeat result: 0.97 mg/dl. The provider questioned the initial results. The samples were then repeated on another c702. The repeat results were deemed to be correct.